Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent was to be implanted in the common bile duct to treat a 3cm malignant mid duct-hilar stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement procedure. During the procedure, there was difficulty deploying the stent. The stent was attempted to be deployed with force; however, the stent released too much (95%) and was released too distal. The stent was not bridging the hilar stricture and was sticking out into the duodenum. Subsequently, the stent was attempted to be recaptured but the stent was past the point of being able to be recaptured so the remaining part of the stent was deployed in the incorrect position. The stent was then removed with rat-tooth forceps and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.